Manufacturer narrative:
The pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. However,hardware low level failures during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Insulin pump passed self test and displaced test. No harm requiring medical intervention was reported. The device will be returned for analysis.